Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.